Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 117 mg/dl. Customer stated a week prior to the alarm occurring the buttons were sticking. Customer stated the buttons were difficult to press she was having issues with delivering insulin. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Intermittent button response due to moisture damage to keypad traces. No button error alarm noted during testing. The insulin pump was received with cracked case near liquid crystal display window corner, minor scratches to liquid crystal display window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and missing end cap sticker.